Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the operating system was crashed.the device's soild state drive was reimaged, configured remote support services, and a database was synced. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system unable to boot up, crashed, and preventing access to medication. The customer stated that the required medication was cocktail used prior to start of the procedure and some non emergent medications. The required medications were obtained from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon review, the initial MDR (2016493-2023-01156) was submitted in error and we found an existing submission. Submitting this MDR to retract the previous one. All information related to this event is submitted in 2016493-2023-01155.

Event description:
It was reported by the customer that a pyxis medstation es system unable to boot up, crashed, and preventing access to medication. The customer stated that the required medication was cocktail used prior to start of the procedure and some non emergent medications. The required medications were obtained from pharmacy. There were no adverse events or injuries reported based on this event.